Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer disconnected at the t:lock. Tandem technical support educated the customer on not disconnecting at the t:lock, and recommended to always disconnect at the infusion set site. The cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 155 mg/dl.

Manufacturer narrative:
Device not returned.